Manufacturer narrative:
A ge rep evaluated the system and adjusted output dosage to within specifications. System operates as intended. (B) (4).

Event description:
Customer reported the output dosage was too high. No pt injury was reported.